Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced endophthalmitis. The patient received antibiotic treatment. The patient condition was worsening at the time of reporting. Additional information has been requested; however, further information has not been received.